Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the reported iab was sensation plus 8fr 50cc lot # 3000296864 but returned iab sensation plus 7.5fr 40cc lot # 3000315479 and the returned iab was evaluated. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location. The technician attempted to aspirate and flush the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The optical fiber was found to be broken and the inner lumen was clotted with blood, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2023 at 1815. By 2100 that same day, the inner lumen had been clotted off and the fiber optic failed to transduce. The bedside registered nurse noticed the inner lumen waveform was nearly flat. They attempted to aspirate from the lumen but were unable to do so. The pressure tubing was removed and the inner lumen was capped. The iab was removed on (B)(6) 2023 at 1024.there was no patient harm or adverse event reported. Reported via medwatch report # (B)(4) received 18may2023: inner lumen noted to not have transduced pulsatile pressure and unable to aspirate.

Manufacturer narrative:
Updated field(s): describe event or problem. Patient information. Lot #. Manf. Date/ exp. Date. Initial report sent to FDA? Report source. Other source - please specify. Additional reporter(s): (B)(6), risk manager / (B)(6) / (B)(6) . (B)(6) / +(B)(6). Complaint record ID # (B)(4).

Manufacturer narrative:
Initial reporter occupation name: (B)(6). Additional initial reporter: (B)(6). Additional event site email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted at 1815. By 2100 that same day, the inner lumen had been clotted off and the fiber optic failed to transduce. There was no patient harm or adverse event reported.